Event description:
Customer reportedly obtained results of 62 mg/dl and 137 mg/dl on the compact plus system within 10 mins. Customer drank juice in response to symptoms and 62 mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.